Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving morphine 10 mg/ml at 1.848 mg/day via an implantable infusion pump for non-malignant pain. It was reported the patient was receiving inadequate pain relief. A catheter access port (cap)/dye study was performed, but only .5 cc was able to be aspirated from the cap. The dye was injected, but the dye was unable to be visualized in the intrathecal space. There were no known environmental/external/patient factors that may have led or contributed to the event. The issue was not resolved at the time of this report. It was noted the healthcare provider (hcp) was going to consult with the neurosurgeon regarding a possible revision. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was unable to be obtained. The patient's status was reported as "alive-no injury." Surgical intervention had not occurred, and it was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.